Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between october 17, 2021 and october 26, 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter set leaked where the drip chamber meets the connection tubing. The issue was identified during patient use while running lipids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.